Event description:
The surgeon performed an augment revision. Acetabular preparation went okay, augment preparation was insufficient. Pinnacle augment 54/56mm 10mm placed in with pins. Surgeon inserted the pinnacle 56mm 1200 gription even though warned it was not compatible. Augment broke in half, half is still in the patient (well fixed). Patient well with good recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device by depuy materials science confirms the reported fracture. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Review of device history records and material certifications finds no related manufacturing deviations, anomalies, or material defects that would have contributed to the reported event. Further examinations on the thread mark using white-light stereomicroscopy confirmed the threads cut from a 6.5 mm cancellous bone screw. The correct way of use this screw is to mechanically secure the mating acetabular cup to the augment through the augment central slot. In this case, however, the screw was used to go through the slot directly without the cup and fix the augment to the patient's bone, which caused the augment to fracture. In order to affix the augment to the patient's bone, 5.5 mm "polyax" locking screws or 5.0 mm non-locking screws should be used through augment holes, not its central slot. Therefore it is to conclude that the root cause of this augment fracture is the misuse of the pinnacle 6.5 mm cancellous screw to affix the gription tf acetabular augment to the bone using the augment central slot. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.